Event description:
Spinal internal fixation surgery was performed 10/28/96. After pt reporting a "pinching pain", an x-ray was taken in dec of 1997 and a fractured screw was confirmed. A second surgery was performed 8/17/98 to remove all hardware, including broken screw. Solid fusion was obtained.